Manufacturer narrative:
A visual examination revealed that the exposed cut wire was discolored and appeared to have melted/ split the extrusion at the distal pierce hole. Analyzing the cutting wire and extrusion at the distal pierce hole, it appears that the cutting wire melted the extrusion, creating a tear measuring approximately 9 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter and not meet the manufacturing specification. A functional evaluation found that the device does not meet the minimum bowing specification due to the melted extrusion at the distal pierce hole and the altered exposed cutting wire length. The exposed cut wire length was altered due to the melted/ split extrusion but the cut wire was intact and not broken as was reported. The condition of the returned unit was not consistent with the customer complaint that the cut wire was broken. However, based on the investigations results of discolored cut wire and melted/ split extrusion, the device is otherwise damaged. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the cutting wire broke. Nothing detached. The procedure was completed with another ultratome xl sphincterotome . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the cutting wire broke. Nothing detached. The procedure was completed with another ultratome xl sphincterotome . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.